Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 118.8 hours of extended bench testing at the customer's settings. The device passed initial final test and initial alarm test. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator would not deliver 100 percent oxygen while connected to a patient. The end user needed to wean the patient down to 50 percent in order for the ventilator to properly provide oxygen. The customer confirmed that there was no patient harm associated with the reported event.